Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the poor connection of the electrical contact point of the video connectors, leading to symptoms that did not recognize the scope.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed. A broken lock latch mechanism was found on the video connector causing the unsecure connection. Found a bent universal serial bus (usb) printed circuit board (pcb) on the front panel and j1 connector was broken off. The device was serviced and returned to the user facility. If additional information is obtained a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that the video system center was not sensing the items plugged in. No patient involvement or any harm was reported. No additional information has been provided.